Event description:
It was reported that when the surgeon began to mallet the implant, it not noted that the implant had cracked. The implant was replaced with another and the procedure was successfully completed.